Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1bvej implanted: (B)(6) 2016 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2023 rtg0523948 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The reason for call was to report that about a month ago noticed return in symptoms. Patient said that just saw a new saw healthcare provider and healthcare provider redirected patient to contact the local manufacturing representative, to check the battery. When asked, no changes to diet/fluid intake other than patient eats very light due to symptoms and has lost twelve pounds. And no changes to medications.  The circumstances that led to the reported issue were unknown. Reviewed therapy information including stim longevity and general programming guidance. With instruction, patient connected to implant and confirmed that the implanted neurostimulators battery setting was at 0. 5. Patient increased the setting on the curr ent program and will maintain stimulation level and will continue to track symptoms. Patient's spouse then reviewed the instructions and noticed that there wasn't a lightning bolt in the upper left hand corner, which means that stimulation was off. Agent reviewed that patient to monitor symptoms and explained that an email would be sent to the local manufacturer representative per physician's request. 2024-jan-31 patltr (con): additional information was received from the patient. It was reported that the lack of programs and lead placement were the most likely cause of the event. The patient stated that over the past 2 years , they tried all 4 programs in 2 month interval at varying levels. They were still having fecal incontinence. Issue has not yet been resolved.

Manufacturer narrative:
B3: date is estimated, month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins), for fecal incontinence and gastrointestinal/ pelvic floor. The reason for call, was to report that about a month ago noticed return in symptoms. Patient said, that just saw a new saw healthcare provider. And healthcare provider redirected patient to contact the local manufacturing representative, to check the battery. When asked, no changes to diet/fluid intake other, than patient eats very light, due to symptoms. And has lost twelve pounds. And no changes to medications.  The circumstances that led to the reported issue were unknown. Reviewed therapy information including stim longevity and general programming guidance. With instruction, patient connected to implant and confirmed, that the implanted neurostimulators battery setting was at 0. 5. Patient increased the setting on the current program and will maintain stimulation level and will continue to track symptoms. Patient's spouse, then reviewed the instructions and noticed that there wasn't a lightning bolt in the upper left hand corner, which means that stimulation was off. Agent reviewed, that patient to monitor symptoms and explained that an email would be sent to the local manufacturer representative, per physician's request.